Event description:
Two cnas were transferring resident from her chair back to her bed. The lift pad was under her correctly, the legs spread apart on the lift as required. The bar that opens the legs of the lift -reliant 45 invacare- did not stay locked in place, it began to go back together letting the legs of the lift come together which caused the lift to tilt. This caused the resident to slide off the lift pad. Resident was assessed, orders received to send resident to ER for eval. - left hip fracture. Lift was taken out of room and locked up. Maintenance to look at all lifts to ensure they are functioning properly.